Event description:
Boston scientific crm received information that this right atrial (ra) lead was causing muscle stimulation. A chest x-ray was performed and it appeared the ra lead had dislodged. There was undersensing of the p-waves which resulted in atrial pacing on top of the qrs complex and blanking the vs which led to a vp on top of the t-wave. This lead remains implanted. Implant, explant and event dates were not made available.